Event description:
It was reported that balloon rupture occurred. A 3mm x 20mm x 143 cm coyote es balloon catheter was selected for use for a peripheral lower extremity stent procedure in a moderately calcified, moderately tortuous and 90% stenosed lesion in the left leg. During the procedure, the balloon was inflated and ruptured at 1 atmosphere. The device was removed completely, leaving no remaining parts within the patient, and another of the same balloon was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event: patient was over 18 years old. Device returned and analyzed by manufacturer. Returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 11mm long starting at the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Manufacturer narrative:
Age at time of event: patient was over 18 years old.

Event description:
It was reported that balloon rupture occurred. A 3mm x 20mm x 143 cm coyote es balloon catheter was selected for use for a peripheral lower extremity stent procedure in a moderately calcified, moderately tortuous and 90% stenosed lesion in the left leg. During the procedure, the balloon was inflated and ruptured at 1 atmosphere. The device was removed completely, leaving no remaining parts within the patient, and another of the same balloon was used to successfully complete the procedure. No patient complications were reported.